Event description:
It was reported that the user experienced events of insulin leakage from the pump when removing the cartridge, during which the cartridge plunger appeared crooked and insulin was observed inside the pump; the reported device problem involved leak/splash and the affected component was the reservoir. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes also included no health consequences or impact report. Investigation included communication and interviews with the user and analysis of information provided by the user and third parties. Investigation of this case revealed leakage at or related to a seal, consistent with a leak/splash device problem involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.